Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non sustained lead noise due to myopotential oversensing was observed. Programming changes were made. Patients condition was fine.